Manufacturer narrative:
The probable root cause is attributed to improper customer setup. Based on technical support engineer's (tse) notes, the system issue was due to close universal surgical manipulators (usms) which collided once the procedure motions began. It can be resolved by repositioning the usms and power cycling the system, if necessary.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer informed the technical support engineer (tse) that they clutched the universal surgical manipulator (usm2) and proceeded with the case. The customer informed everything was working fine. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer reported to the technical support engineer (tse) that there was grinding noise on universal surgical manipulator (usm2) and it had turned amber color. The tse confirmed the system logs showed error 100 on set up joint (suj2). The customer clutched usm2 and then were able to proceed with the case. The customer confirmed that the usm2 and usm3 were close together and had an arm collision causing usm2 to be moved without being moved and caused a screeching noise by the brakes rubbing together. The procedure was completed as planned with no reported injury.